Manufacturer narrative:
(B)(4)

Event description:
A consumer reported via a manufacturing representative that in (B)(6) 2015, the patient's lips had hyperthermia. After implant in (B)(6) 2014, the patient had good effect. The patient was reprogrammed, but the hyperthermia had not improved and the patient's family wanted a solution. The patient did have a 50 percent or greater symptoms reduction. The cause of the event was unknown and it was unknown if any troubleshooting was done. The patient's indication for use is parkinson's.